Event description:
A healthcare worker experienced a painful blister to the finger after contacting an item from a load after the cycle completed. The worker rinsed the contact site under running water and sought medical attention. The worker was prescribed a medicated ointment and the symptoms resolved in one day. The vaporizer plate was not in place.